Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a (B)(6) year-old female child patient experienced high blood glucose level due to a bent cannula. Therefore, they tried to treat it with a bolus via the pump, but on (B)(6) 2022, she went to the emergency room and was subsequently hospitalized due to high blood glucose level. Her highest blood glucose level was 400 mg/dl and the infusion set had been used for three days. During hospitalization, the patient continued with the use of pump as corrective treatment which resolved the issue. At the time of this report, the healthcare professional did not assess any permanent damage caused to the patient and she was still in the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.